Manufacturer narrative:
Part number 70-3202 lot# 13767-ka02. Part number 70-2303 lot# wo126401. Part number 70-2300 lot# unknown.

Event description:
Information provided states that the light cables used seemed to have fog or low intensity making them difficult to use. Dr. Used head lamp to complete the case resulting in a delay in the case. Surgery completed with no further issues. Patient is in good condition.